Event description:
It was reported by the field clinical representative (fcr) that a revision procedure was performed for the right ventricular (rv) lead due to suspected micro dislodgement, despite the absence of patient symptoms. A lower heart rate was observed, although xray showed no visible changes. This rv lead was repositioned to a higher septal location due to high thresholds, measured at 4 millivolts (mv) at 1 millisecond (ms). However, stored episodes indicated noise during the revision, and the fcr planned to inform the home clinic about this procedural noise. Technical services (ts) discussed alert times, daily measurements, latitude schedules and alert sweep times. The patient had a history of atrial fibrillation and frequent premature ventricular contractions (pvcs) but was not pacemaker dependent. Recent thresholds were stable at 0.4 mv at 0.4 ms for the rv. Referral for an electrophysiology (ep) study is underway. No additional adverse patient effects were reported.